Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user awoke to a high blood glucose alert of 400 mg/dl after the cartridge and connector adapter became dislodged from the pump chamber, interrupting insulin delivery; after reconnection, glucose returned to range, and the user reported difficulty locking the connector adapter during a guided supply change. Symptoms included sweating consistent with hyperglycemia. Outcomes included approximately two hours of hyperglycemia without use of backup therapy, no ketone testing, no professional medical intervention, and shipment of replacement supplies with troubleshooting and education completed. Investigation included customer interview, device-use troubleshooting, and coordination with customer support. Investigation of this case revealed an infusion set connection issue leading to interrupted therapy and user-reported difficulty securing the adapter, with no device available for evaluation. It was concluded that the event was related to an infusion set or connector attachment issue resulting in hyperglycemia that resolved after reconnection and continued pump use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.